Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that, due to clogging of the channel tube, foreign objects came out of the distal end. In addition, the evaluation found the following; the cover of the charged coupled device cable was peeled, the distal end was shaved, the adhesive on the bending section cover had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a blocked channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; due to clogging of the channel tube, foreign objects come out of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign object could not be identified. The cause of the foreign object residue remaining in the device could not be determined. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Per the instruction manual, the description for reprocessing at the time of shipping are below: chapter 3 "compatible reprocessing methods." Chapter 4 "reprocessing workflow for endoscopes and accessories." Chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Chapter 6 "reprocessing the accessories." Chapter 7 "reprocessing endoscopes and accessories using an aer/wd." Olympus will continue to monitor field performance for this device.